Event description:
"The pt has severe pulmonary hypertension related to congenital lung hypoplasia and limited pulmonary circulation. They were being seen in the specialty clinic and became apneic. A physician responded to the nurse's call for help, and a code was called. During the code, the portable oxygen tank failed to deliver oxygen. (There was no harm to the pt. The staff grabbed another tank quickly. No flow could be heard. Biomed did not look at the device after the incident. But the distributer was called and follow up analysis from them is expected.) Device usage problem; device failed (e.g. Broke, couldn't get it to work or stop working)".